Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely patient condition related, during impella support, the physician reported severe intestinal bleeding as per the clinical description provided. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Added- d6b corrections to the initial MFR report: b2-mso review. H1-type of reportable event changed to serious injury. H6 component code 4755 changed to 925.

Event description:
It was further reported that the patient expired at explant. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome.

Event description:
The complainant reported a patient of an unknown age and gender with an acute myocardial infarction / cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During impella support, the physician reported severe intestinal bleeding. The patient¿s hematoma and bleeding were managed surgically with a blood loss of 4l, and the patient¿s outcome is unclear. The physician states that the bleeding is not impella but anticoagulation related. The patient is still on support.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.